Event description:
Consumer called to report rash/reaction to ace wrist brace. Rash got progressively worse and needed to seek medical attention. Md identified a secondary infection and prescribed a cream for the rash and antibiotics for the infection.